Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to emergency room ER due to hyperglycemia caused by the infusion set kinked cannula event (B)(6) 2026. Patient stayed in ER room for 4 or 5 hours. The insertion site was abdomen. The infusion set was in use for four hours. The patient replaced the infusion set and resumed insulin deliveries successfully.